Manufacturer narrative:
An onsite evaluation of the thermogard console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the thermogard console displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective lm34 temperature sensor. The root cause for the defective temperature sensor could be due to normal wear and tear. The thermogard console is a reusable device and was manufactured in march 2012, and it is more than 9 years old and has exceeded its expected service life of 5 years. During visual inspection of the returned thermogard console, it was observed that the top cover was cracked in two locations and the console was missing the drip tray, unrelated to the reported complaint. The root cause of the observed physical damage was attributed to user mishandling. The top cover and the drip tray were replaced to address the issue. The thermogard console failed the initial functional testing and displayed a tcmid:05 error message, thus confirming the reported complaint. The event logs were reviewed and confirmed the occurrence of multiple tcmid:05 error messages around the customer reported event date, thus confirming the reported complaint. In addition, event log showed multiple tcmid:06 (ce post failure) error messages around the customer reported event date that likely related to the lm34 temperature sensor issue. The defective lm34 temperature sensor was replaced to address both tcmid:05 and tcmid:06 error messages. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the device setup for patient use, the thermogard console (sn (B)(4)) displayed a tcmid:05 (coolant diff failure) error message. Another thermogard console was used for the patient treatment. No consequences or impact to the patient.